Manufacturer narrative:
A trumpf medical service technician evaluated the light system and found chipping paint on the comfort arm. The comfort arm of the surgical light was replaced, and the device is functioning as designed. The investigation identified steps in the preparation for coating process which can lead to lack of paint adhesion resulting in paint chipping. Additionally, collisions of the light heads and use of unapproved cleaners can further contribute to paint chipping from the light system. The damage to the painted surfaces usually does not develop suddenly but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process has been updated to include additional testing and verification. Based on this information, no further action is required.

Event description:
Trumpf medical was informed by a customer that paint from the comfort arm was chipping. No patient or caregiver injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).